Manufacturer narrative:
(B)(4). The reported condition was confirmed and duplicated. The assignable cause was depleted main batteries. The main batteries and baterry harness were replaced.a follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump with a bad battery. The event was reported to have occurred during programming / set-up. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. Based on baxter's review of the device event history, there was a battery depleted alarm that interrupted delivery. No additional information is available.the user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation mdq-CAPA-(B)(4).